Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown 3.5mm cortex screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. The 510k: unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2018, surgeon used a 3.5mm variable angle (va) proximal tibia plate. When surgeon was unscrewing a 3.5 cortex screw from the second va combi-hole distally, some small metal fragments allegedly came out with screw. Broken fragments were removed easily. Procedure was completed successfully without any surgical delay. No adverse outcomes were noted. Concomitant device reported: 3.5mm va-lcp prox tibia plate small bnd/8h/147mm/rt-ster (part # 02.127.230s, lot # l498907, quantity 1). This report is for one (1) unknown 3.5mm cortex screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: three very small fragments (size approximately 1 x 2 millimeter) were returned in a plastic tube, according to the complaint description they could be from a cortex screw. This cannot be fully verified based on the fragments alone. In addition, the fragments have bloody residues and due to the size decontamination is impossible. Therefore, to avoid contamination, the fragment were not removed from the plastic tube. A visual inspection with a 10x magnifying glass was performed with the fragments in the tube. The inspection has shown that the fragments are winded up metal shavings. On one side of the shavings are stress marks visible, while the opposite site has a peeled off appearance. Based on this finding it is likely that these are fragments of the thread flank from the mentioned cortex screw that were peeled off during the insertion of the screw. It is possible that there was an excessive contact between the screw and variable angle hole of the plate during the insertion, which could cause such an occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.